Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user can no longer hear with the device.

Event description:
The user can no longer hear with the device.the user was explanted.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics that is typical for severe external impact to the housing. The problems described in the recipient report appear to match the damage found. This is a final report.